Manufacturer narrative:
Device description reported as an unknown tibial insert. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Surgeon revised patient's right knee due to pain and instability. Intraoperatively when surgeon opened the knee, the patella popped off. Surgeon suspected radiographically that patella was loose and was most likely to have been causing pain prior to revison. Surgeon swapped tibial insert only. Baseplate and femoral component were well fixed and remained implanted.